Manufacturer narrative:
D6 - implant and explant date updated to (B)(6) 2021. H6- device codes: difficult to advance (a150205) has been added. E1- initial reporter address 1: (B)(6).

Event description:
It was reported that device entrapment occurred resulting in the device to be explanted. The 90% fibrotic target lesion was located in a saphenous vein graft from ostium to distal vessel. Following pre-dilatation of a 2mm semi complaint balloon catheter, a 32 x 2.50 promus elite drug-eluting stent (des) was advanced but failed to cross the lesion due to poor guide support and the lesion being tight. It was further dilated with a high-pressure balloon. The promus elite stent still could not cross the lesion. Subsequently, a 20 x 2.50 promus elite des stent was advanced and deployed at the ostium to middle vessel. An additional 20 x 2.50 promus elite des was advanced in the distal part; however, it became stuck into the first deployed promus elite des. The second promus elite des stent was withdrawn and resulted in explanting the first deployed promus elite des stent. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. It was further reported that advancing difficulties were encountered over the wire and through the catheter as the guide support was not adequate.

Event description:
It was reported that device entrapment occurred resulting in the device to be explanted. The 90% fibrotic target lesion was located in a saphenous vein graft from ostium to distal vessel. Following pre-dilatation of a 2mm semi complaint balloon catheter, a 32 x 2.50 promus elite drug-eluting stent (des) was advanced but failed to cross the lesion due to poor guide support and the lesion being tight. It was further dilated with a high-pressure balloon. The promus elite stent still could not cross the lesion. Subsequently, a 20 x 2.50 promus elite des stent was advanced and deployed at the ostium to middle vessel. An additional 20 x 2.50 promus elite des was advanced in the distal part; however, it became stuck into the first deployed promus elite des. The second promus elite des stent was withdrawn and resulted in explanting the first deployed promus elite des stent. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. It was further reported that advancing difficulties were encountered over the wire and through the catheter as the guide support was not adequate.

Manufacturer narrative:
Device evaluated by manufacturer: promus elite ous mr 20 x 2.25 mm stent delivery system (sds), catheter was returned for analysis with a second stent entangled from midsection of the elite 20/2.25mm stent , damaged with stent struts pulled and stretched distally (most likely the explanted stent from related event). The following attributes were examined: an examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid to distal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014 inch test guidewire. No other issues were identified during the product analysis. E1- initial reporter address 1: (B)(6).

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that device entrapment occurred resulting in the device to be explanted. The 90% fibrotic target lesion was located in a saphenous vein graft from ostium to distal vessel. Following pre-dilatation of a 2mm semi complaint balloon catheter, a 32 x 2.50 promus elite drug-eluting stent (des) was advanced but failed to cross the lesion due to poor guide support and the lesion being tight. It was further dilated with a high-pressure balloon. The promus elite stent still could not cross the lesion. Subsequently, a 20 x 2.50 promus elite des stent was advanced and deployed at the ostium to middle vessel. An additional 20 x 2.50 promus elite des was advanced in the distal part; however, it became stuck into the first deployed promus elite des. The second promus elite des stent was withdrawn and resulted in explanting the first deployed promus elite des stent. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.